Event description:
A (B)(6) male pt contacted zoll customer support to report a service code. When a pt service representative (psr) visited the pt to troubleshoot, the psr reported a damaged cable on the electrode belt. The pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code / damaged cable) was confirmed. Upon evaluation, there was a cut through the brown (-5v) and black (main batt) wires in the trunk cable. The cause of the service code is the damaged cable and internal wires. The root cause of the damage to the trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.